Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's daughter reportedly received the following results on the advantage system within 10 minutes: 227 mg/dl, 115 mg/dl, 159 mg/dl, and 126 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.